Manufacturer narrative:
Five unused samples were received for evaluation. Visual and functional testing found no discrepancies. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Event description:
The nurse filled the cassette and primed with the pump and set the s.c. Needle to the patient. Infusion was started, but the device exhibited an ¿air in line¿ alarm. A new extension set was primed and the pump exhibited an occlusion alarm. There was patient involvement and no patient harm/adverse event reported.